Event description:
The user facility reported to terumo cardiovascular systems that after cardiopulmonary bypass it was noticed that the shunt sensor had leaked. Although the pt's age is unk, it is assumed to be a pediatric case. One cc blood loss. The product was not changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has not been completed. (B)(4).